Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The device was to be used to deliver an unspecified medication. It was reported that after the nurse inserted a primed cassette tubing set into the pump and closed the door. At this time, the device displayed "insert plum set/ close lever." It was reported, the nurse opened the device door. The customer contact indicated that the tubing set was left in the device while the nurse went to get a replacement tubing set. Upon the nurse's return, it was noted that fluid was dripping in the drip chamber of the tubing set that had been left in the device. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, unrestricted flow was noted when the door was opened. Though requested, no additional information was provided.